Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, a complete review of all documentation was not possible as the product lot code was not provided. On eval of the returned parts, damage was observed on the blocking set screws in the location that the screws backed out. All other critical dimensions were found to be within design specifications. The root cause is indeterminate. If add'l info is provided, a supplemental report will be filed. Without the lot number, we are unable to determine the date of MFR.

Event description:
It was reported to globus that a patient has undergone revision surgery due to two inferior screws in plate had backed out past the locking mechanism. Revision surgery took place (B)(6) 2013.